Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer was hospitalized with hyperglycemia of 422 mg/dl after the infusion device failed to provide an e4 occlusion error. She was in the hospital for 1 day and was treated with an insulin drip. The alleged product was requested for evaluation.